Event description:
The tip of the blunt cannula broke within the end cap of a single lumen tunnelled cvad resulting in removal of the cvad. A peripheral IV was initiated and nutritional needs were given until a new tunnelled cvad was replaced.

Manufacturer narrative:
A representative sample is being returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. (B)(4). Date submitted: (B)(4) 2009.